Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred. There was no reported adverse impact.